Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "insufficient air/water flow" was confirmed, and presumed to have been due to foreign material clogging the nozzle. However, it was not possible to further presume the cause of the device's accumulation of the foreign material . As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. However, in order to prevent a recurrence, it is suggested that the user facility confirm the handling of the device, and if necessary, to instruct/reinstruct the users at the facility on how to handle them. Also, it is further suggested to continue to conduct pre-use inspections and periodic inspections. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name - (B)(6). The device was returned to olympus for evaluation and the evaluation confirmed customer's allegation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had weak air and water supply due to blockage. The issue was found during preparation of use. The procedure was completed. The device was returned for evaluation. During the device evaluation, a foreign object was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.